Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 2.5mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation, it was noted that the pressure dropped before 6 atmospheres and blood came back through the inflation device. The device was completely removed and the procedure was completed with a 2.5mmx150mmx150cm coyote balloon catheter. There were no patient complications and the patient condition was good.